Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported rupture confirmed via MRI. Record is for right side. Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported rupture confirmed via MRI. Record is for right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b1, d9, h3, h6.